Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2022-06165. It was reported the patient¿s system was explanted for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.